Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device # 048823-a was received with a bent button lock spring determine to be result of a user error. The complaint could not be confirmed for this device.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device # 048823-a was received with a bent button lock spring determine to be result of a user error. The complaint could not be confirmed for this device.

Event description:
Patient reported the needle button accidentally released on its own prior to the 24hrs on at least five v-go devices. Patient stated he only has one of the five v-go devices as the other devices has since then been discarded.